Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leakage with the set every time a patient is using it. Three further sets have been used and has had the same problem. There were three various event dates. There was patient involvement but no patient harm reported.